Event description:
It was reported that this right ventricular (rv) lead elicited a safety switch alert due to out-of-range impedance measurements. The patient was then seen in clinic and the rv lead was exhibiting loss of capture and pacing was not delivered when required. Subsequently the patient underwent a chest x-ray which revealed that the rv lead tip perforated the heart silhouette. The patient has been scheduled for an rv lead revision. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead elicited a safety switch alert due to out-of-range (oor) impedance measurements. The patient was then seen in clinic and the rv lead was exhibiting loss of capture and pacing was not delivered when required. Subsequently the patient underwent a chest x-ray which revealed that the rv lead tip perforated the heart silhouette. The patient has been scheduled for an rv lead revision. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that the oor impedance measurements were high. Subsequently, the patient underwent a lead replacement, during which the helix retracted and the lead was removed with slight traction. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead was retained by the healthcare facility.